Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable, pump won't run alarm was noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing included accuracy testing and found that the device was within both the control limit and manufacturing specifications. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.